Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician began aspirating with the jet7 to make the first pass and heard air leaking. Upon inspection of the jet7, the physician noticed that it was kinked and had a pin-size hole at the site of the kink. Therefore, the jet7 was removed. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was kinked approximately 2.5 cm and 58.0 cm from the hub. The strain relief was unraveled, and a hole was present at the proximal kink. Conclusions: evaluation of the returned jet7 confirmed a kink and a hole underneath the strain relief. If the jet7 is forcefully manipulated at extreme angles during use, damage such as this may occur. During functional testing, the jet7 was flushed with air while submerged, and bubbles were observed coming from the kinked location. Further evaluation of the returned jet7 revealed an additional kink in the catheter shaft. This kink was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.